Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette exhibited a leakage during use. There was patient involvement, no injury was reported.

Manufacturer narrative:
G4 - PMA/510(k) #, h3, h6: corrected. D1, d3 - postal code: updated. The suspect product was returned for evaluation. Visual inspection confirmed that there were no anomalies found. The lot history review was performed, and it was confirmed that there were no previous conformities noted. Leak test was performed and it was found that there was no leakage observed. The allegation made by the complainant could not be confirmed and the probable root cause of the event could not be identified.